Manufacturer narrative:
Additional information for supplemental medwatch report 001. Ventec received a copy of voluntary medwatch mw5111287 which is associated with this investigation. The reporter advised in voluntary medwatch mw5111287 that the date of the event was 6/29/2022. This contradicted what was originally reported to ventec and subsequently reported in initial medwatch report 3013095415-2022-00651. Ventec reached out to the reporter who advised that she was not completely sure which date was correct, and requested that ventec review the device's electronic records for confirmation. Ventec then reviewed the device's electronic records and was able to confirm that the date of the reported event was, in fact, 6/29/2022 and not 6/28/2022, as originally reported in the initial medwatch report 3013095415-2022-00651. As a result, section b3, date of event, has been updated to 6/29/2022. Additionally, section e4, initial reporter also sent the report to FDA, has been updated to "yes."

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the it unexpectedly shutting down, alarming and then continuously rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device powered off unexpectedly, alarmed and began continuously rebooting by itself. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. The patient was already in the hospital (for reasons that were unreported) when the patient's mother and hospital staff observed that the device had powered off by itself and began alarming. The patient was immediately placed on their backup vocsn, which was readily available. A video was later taken by the reporter, a respiratory therapist, that showed the device alarming and stuck in a continuous reboot cycle.

Manufacturer narrative:
H6: ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.